Event description:
It was reported that after insertion of the iab the pump alarmed "gas loss". The pt was transferred to another pump and this pump also alarmed. The iab was removed and pumping was stopped because it wasn't needed any longer.